Event description:
About 6 hours after a double platelet and plasma collection procedure, the donor felt sweaty and light headed and fell into a glass table top. He went to emergency room and received stitches. The donor again feeling sweaty and light headed, went back to the emergency room, where he received treatment for vertigo. The donor is feeling well now. Donor unit# (B)(4). The disposable kit will not be returned for investigation. This report is being filed due to medical intervention.

Manufacturer narrative:
(B)(4). The medical director is reviewing their procedure priorities regarding the drawing of double platelets along with concurrent plasma products. Investigation evaluation and corrective actions are in process. A follow up report will be provided.

Manufacturer narrative:
(B)(4). This report is being filed to provide additional information. The run data file (rdf) was reviewed for this event. The analysis of the rdf did not find a conclusive reason for the donor reaction reported for this procedure. No unusual process variable was identified and the trima accel system operated as intended. A review of trima reactions was performed by the clinical scientific group. The customer's procedural data was compared to the national average. The customer has more three product procedures than the national average, but does not have four and five product procedures as other customers do. The total volumes collected are within the safety limit of 15% of the donor's total blood volume. Terumo bct does not believe that the customer's collect volumes put donors at increased risk for loss of consciousness events. Per the trima operator's manual, the trima accel system has many safety features. However, a donor reaction can occur rapidly. Therefore, it is imperative that the trima accel system and the donor be monitored throughout the procedure. The manual further advises the customer to be aware of possible donor reactions. Some donor reactions that have been previously reported for whole blood donations or automated collection procedures are anxiety, chills, digit and/or facial paresthesia, fever, headache, hematoma, hyperventilation, hypotension, light-headedness, nausea and vomiting, syncope (fainting), unpleasant taste sensations, urticaria, and allergic reactions. The operator should be prepared to take appropriate action should any of these symptoms appear. Root cause: based on the analysis of the rdf, the trima accel system functioned as intended. Donor reactions are a known possible side effect of apheresis procedures.